Event description:
A 24mm diameter x 14 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted into a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology is unk. The pt's vessels were moderately tortuous and had moderate calcification. It was reported that the bifurcated device was deployed without complications; however, upon removal of the delivery system the physician encountered difficulties and disassembled the handle. The physician was able to manuever the delivery system and the delivery system was removed without incident. The device has not been returned to medtronic. No clinical sequelae were reported, and the pt is reported to be fine.

Manufacturer narrative:
Results: pt's condition affected effectiveness of device (moderately calcified, moderate tortuous). Conclusions: device failure/lack of effectiveness related to pt condition (moderately calcified, moderate tortuous).